Event description:
It was reported by the patient that the implantable cardiac monitor was not implanted deep enough and is sticking out of the patient¿s skin. The cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).